Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and the returned product did not exhibit the event described in the complaint. Visual inspection was performed and no damage to the conductor wire was observed. Electrical continuity was performed and passed. No thermal damage was observed. Additional observation not reported by site: the instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that the customer reported the fenestrated bipolar forceps instrument had a broken conductor wire. There was no report of patient involvement or no reported injury.